Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there was still a bump where the ins was located. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 97754 lot# serial# (B)(4) product type recharger product ID 37791 serial# unknown: product type recharger product ID neu_label_acc lot# serial# unknown product type accessory product ID 97740 lot# serial# (B)(4) : product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported on (B)(6) 2017 that the patient was sore the first 2 days and thought it was due ot the operation. The patient was not able to connect when they tried to use the device. After education with the manufacturer representative about putting the patient programmer antenna over the ins site, the patient was able to connect and get it working. It was reported to feel great. On saturday the patient tried again and could not connect. On the day of the call the patient was getting poor communication on the patient programmer. It was noted that the poor communication kept occurring when trying the implantable neurostimulator recharger (insr). The patient had a bandage on from surgery. At first the patient was able to get 4 bars, then 0 bars, and then 6 bars after the antenna was rotated ¼. There was no lightning bolt which meant stimulation was off. The implantable neurostimulator (ins) battery was empty and the insr battery was almost full. The patient was going to charge the ins and turn stimulation on after. It was reported on (B)(6) 2017 that the patient had not been able to get the patient programmer to work but got it going on friday when they talked to the manufacturer representative. The patient was able to charge to ¾ full and had felt stimulation on friday. On saturday when the patient went to charge again the ins was down to ¼ battery. The battery was reported to be depleting too fast. It was reported that the backlight did not stay on long enough for the patient to see what was on the screen. It was noted that the patient¿s trial had a better backlight and had worked better for their left leg. During the call the patient programmer was showing that stimulation was off. The patient turned stimulation back on and was able to feel stimulation. During the call the patient took the patient programmer away from their body and stopped feeling stimulation. It was noted that the (B)(6) videos sent by the manufacturer representative were not working. It was reviewed that the manufacturer was updating the (B)(6) videos and they would be back soon. It was reported that there was shocking down the patient¿s right leg. Stimulation had only worked 20 minutes total since the patient got the ins. Shocking was felt down right leg when stimulation was on. It was reported that the patient was supposed to feel stimulation down their left leg. It was reported that when they took the paddle away and walked around the patient stopped feeling stimulation and was in pain. It was noted that this pain was not as bad as it was before implant. It was reported that the implantable neurostimulator recharger (insr) was frozen, beeping every 4 seconds, and showed a blank screen. This had started on (B)(6) 2017. The consumer did not have the equipment to perform a reset at the time of the call. There were no patient symptoms reported. Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that they were with the patient and would attempt to reset the insr. It was reported on (B)(6) 2017 that the implantable neurostimulator (ins) was charged up previously and went from 3/4ths charged up to 0 overnight. It was reported that now the ins site and butt were painful, swollen, and sore. The patient thought that it might be post-implant, surgical pain. It was reported to work okay and that the patient was not sure if they had pain that they had gotten the implant for or if it was soreness from implant. The pain was better than it had been before implant and now it was more soreness. When the patient went to charge the implant on the day of the call (2017-05-05) they were having a difficult time and needed help charging. It was noted that the manufacturer representative recommended the patient call patient services for help charging before the meeting with the manufacturer representative since the patient was currently at 0% charge and it was off. It was noted that the patient had always struggled with poor coupling and had always had to poke around with the antenna to find a good signal. When the patient had meet with the manufacturer representative a week ago from the day of this report, they were able to locate the ins and get 6-8 coupling bars. It was reported that they were finally able to turn stimulation on at that point and got the ins charged to 3/4ths. The next morning the battery was at 25%. Due to this poor coupling it was reported that the patient had only been able to get stimulation 2 times in a week. The patient was in pain when they did not get stimulation. When a charge session was initiated during the call the patient had zero coupling bars and poor coupling. Per the patient they thought they might be getting poor coupling because the insr antenna always got hot if they held it on too long. The patient was able to initiate a normal charging session but the al feature was not working. After repositioning the antenna the patient got 2 coupling bars. On (B)(6) 2017 it was reported that the implantable neurostimulator recharger (inr) was frozen on the antenna locate screen. The antenna locate (al) feature was attempted but the al feature would not work as the insr screen would not get past the al screen and the insr froze. No reset was performed on the insr during the call as the patient needed to leave for work. The process of resetting the insr was reviewed with the patient. It was reported that the patient had been with the manufacturer representative that morning and the manufacturer representative had not been able to get the al to work either. It was noted that the patient was having a lot of problems and would be meeting with a manufacturer representative that afternoon ((B)(6)2 017)). The patient had been having problems with the insr before and had to reset the insr and therefore had to do a ¿master reset¿ of the ¿big battery.¿ the patient planned to call back in order to get a replacement of the insr and insr antenna. No further complications were reported.